Event description:
It was reported that a novum iq syr had the syringe was not moving when the normal care areas were selected, but the pump reported it was infusing. If the care area was changed to basic, the syringe was then moving and started infusing correctly. This occured during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred on 08/12/2025 to 08/13/2025. The device was received for evaluation. Evaluation could not confirm the reported symptom. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.